Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had received a critical pump error alarm. The customer¿s blood glucose level was 101 mg/dl. The customer reports they received a critical pump error image on the pump screen. Troubleshooting was performed for critical pump error alarm. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Monitored with the unit communicating properly with sensor tester and the sensor transmitter; the auto mode feature activated properly. No auto mode exiting anomalies noted during testing. Programmed multiple boluses and monitored; all bolus deliveries were shown properly in the daily history screen. No bolus anomalies noted during testing. No rewind anomalies noted during testing. No button anomalies or frozen screen anomalies noted during testing; the time advanced properly. All buttons function properly; no damage to keypad traces and connector on the electrical board was not unlocked during visual inspection. No critical error alerts or critical pump error (open book image) alarms noted during testing. Unit received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, peeling end cap address label and corrosion in battery tube.